Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department with a report that during set up, prior to pt use, the device alarmed with an e321 (battery charger timeout) error code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation confirmed the customer's complaint. During testing, the device alarmed with an e321 (battery charger timeout) error code. This was due to the battery. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.